Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The sales manager received a phone call from chi management reporting having issues with screws that are consigned at hospital. While using asnis micro 3.0mm screws there was a problem with fixation with the screws.